Event description:
A malfunction alarm identified as malf 16 was reported. There was no reported impact on the customer¿s blood glucose level, as the customer declined to answer if the level exceeded 500 mg/dl. Technical support arranged for the replacement of the pump and instructed the customer to store the pump before returning it and to use mdi as backup therapy. The caller accepted and understood the instructions, including using a pre-paid label for the pump's return.